Event description:
It was reported the patient had pain due to mechanical irritation of the left infraclavicular. There was dislocation of the stimulator noted. The stimulator was revised with anchorage on the clavicula, adjustment in positioning, and the stimulator was also noted to be changed out for a different model. Event was previously reported in manufacturer report # 3007566237-2013-00906 as a literature event.

Manufacturer narrative:
(B)(6).